Event description:
Customer reported system displayed "hv generator error" on boot-up.

Manufacturer narrative:
Service rep replaced generator driver pcb, calibrated hv generator. Checked system for proper operation.